Event description:
According to the reporter, during a total laparoscopic hysterectomy procedure when the surgeon toggled the device, the needle wouldn¿t stay in and kept falling out. Another device was used in order to complete the case. The device was difficult to load. No patient injury.